Event description:
It was reported that the patient noticed that her generator was not working when using the magnet for stimulation and was experiencing an increase in seizures from 1-2 seizures per day to 4-5 seizures per day. Attempts to contact the physician have been unsuccessful. The patient was scheduled to have her generator replaced, however, when the patient was seen by the physician the generator was interrogated and the battery was not at end of service. The surgery was then placed on hold for 6 months.